Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system with no implant and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks and tip damage to the sheath. There was damage to the silicon valve. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. The device was able to backflush, however, air could not be purged from the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported difficulty flushing.

Event description:
It was reported that there was air in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During the insertion of the wds into the was, the physician tried to aspirate some blood from the valve of the wds multiple times, in order to remove air bubbles. While performing this, some air bubbles were seen near the valve of the wds. The physician decided to remove the wds from the was, and flush both devices again. After doing this the procedure was continued. Aspiration from the valve of the wds was done again and it was noted that some air bubbles were inside the syringe. Following this, the procedure was completed successfully without contrast injection. The closure device was successfully implanted in the laa of the patient. The patient is doing fine following these events there were no adverse events that were reported to have occurred.

Event description:
It was reported that there was air in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During the insertion of the wds into the was, the physician tried to aspirate some blood from the valve of the wds multiple times, in order to remove air bubbles. While performing this, some air bubbles were seen near the valve of the wds. The physician decided to remove the wds from the was, and flush both devices again. After doing this the procedure was continued. Aspiration from the valve of the wds was done again and it was noted that some air bubbles were inside the syringe. Following this, the procedure was completed successfully without contrast injection. The closure device was successfully implanted in the laa of the patient. The patient is doing fine following these events there were no adverse events that were reported to have occurred.